Manufacturer narrative:
The information was obtained via social media. The specifics of the case and product details were not available due to the nature of the source. No further information was available.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) could not be interrogated. The ICD was explanted and replaced. The patient discharged.